Event description:
It was reported that: "micro introducer broke in half and the distal portion was stuck inside the patient's vein. A snare was used to remove it." Additional information: "it was subclavian venous access for ppm lead placement. There was no calcification."

Manufacturer narrative:
Qn# (B)(4). UDI will be provided with the follow up report.

Manufacturer narrative:
Qn#(B)(4). One unit of sheath separated as two pieces was returned for evaluation. Blood particulates were noted on sheath. The separated pieces were decontaminated and inspected. Minor polymer stretch was observed at the junction of the separation. Aside from the observed stretch, the polymer appears to be sliced as a clean cut along the circumference of lumen at an angle. A DHR review was completed for lot 73m2400565, and no issues or non-conformities were noted. Case details were reviewed. Damages are likely to have occurred during use when operated against resistance. The IFU states the following: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel as per the additional information received, the procedure was a pacemaker insertion. The customer does perform a sub clavian cutdown technique at muscular level with percutaneous access. Blades and needles are used in the procedure. Customer did state that there is a possibility it was accidentally cut/damaged but felt as though the hub snapped off in his hand. Based on the observed damages on the sheath, it is likely that the operator accidently cut the lumen at an angle during access. A snare intervention was performed to retrieve the separated pieces. No patient harm noted. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: "micro introducer broke in half and the distal portion was stuck inside the patient's vein. A snare was used to remove it." Additional information: "it was subclavian venous access for ppm lead placement. There was no calcification."